Event description:
Bandages with adhesive chemical compounds made in (B)(4) cause skin irritation. Skin is raw to the point of pain when touched. Only 1 tiny bandage applied on torso side before bed and angry red swollen skin by morning. Shocking and very painful. Label says "unique adhesive that helps bandage stay on". Made in (B)(4). Is the product over-the-counter? Yes. Quantity: other. Frequency: as needed. How was it taken or used: topical. Date the person first started taking or using the product: (B)(6), 2016. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Cover a scratch.